Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. (B)(6) 2025 mcc infusion- patient disconnected himself by unluering the optima connector from the nfc maxplus - they acknowledged this was a patient error not product issue but wanted bd aware of the need for a "locking connector.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information